Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the cause of the patient's fall was unrelated to device/lead function. Reprogramming was performed to adjust rv output, per threshold tests. The patient will be rechecked at a later time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a bad fall. An alert had triggered due to three consecutive high right ventricular (rv) threshold measurements. The lead remains in use. No further patient complications have been reported as a result of this event.